Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant experienced left sided baker grade iii capsular contracture with device malposition post procedure. There was swelling and malposition of the left breast. The breast was thought to possibly be ruptured in addition to the malposition and capsular contracture. However, the device was re-inserted with capsulotomy. Re-use of the devices is off-label use and contraindicated according to the instructions for use. This procedure was performed on (B)(6) 2021.